Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up in-clinic, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. Lead damage was confirmed visually during procedure. The patient was stable.

Manufacturer narrative:
The reported events of high defibrillation impedance and material break were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found the inner coil appeared to be fractured and both right ventricular cables broken/ separated proximal to the suture tie impression. A scanning electron microscope evaluation verified that all eight of the filars of the inner coil were fractured. Electrical testing found an internal short between the inner coil and right ventricular conductors. The cause of the reported events is consistent with bending fatigue.